Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. A DHR review or lot specific database search was not possible for the additional product associated with this report as lot code(s) was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records and x-rays were obtained and reviewed by a medical professional. The investigation could not verify or identify any product contribution to the reported event without device examination. It would not be unreasonable to find poly material wear after the length of time reported as implanted. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient was revised to address osteolysis and poly wear. Upon revision significant granuloma and sizable bone defects were found. Update rec'd (B)(4) 2014- medical records received. After review of the revision operative note it confirmed a significant granuloma on the trochanter. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014. Update (B)(4) 2014 - after analysts review of the complaint, it was determined the patient's lot information was included on the der. The part/lot information for the head and liner is being updated. The complaint was updated on: (B)(4) 2014. Update rec'd (B)(4) 2014- medical records received. Radiographs reviewed by (B)(6) rn¿"radiographs dated for (B)(6) 2013 reveal the acetabular shell placed more vertically than recommended surgical technique. The cup is now being added to the complaint for being malpositioned. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014.